Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no scope image while connecting with the 180 series scope and noise occurring in the image could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received confirming that this event occurred during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a 190 series scope with no further device issues or delays.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The repair center was able to display an image, but there was notable noise in the image as well as bad color. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image with 180 series scopes during procedure preparation. The customer did note that the image was present when 190 series scopes were used. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.